Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 5 mm x 2 mm amplatzer piccolo occluder was chosen for implant using a 4f amplatzer torqvue delivery system. The physician positioned the device at the intended pda location. During the release process, the occluder did not detach easily from the delivery cable and required multiple turns before it was successfully released. Following release, the device shifted toward the pulmonary artery (pa), with the distal disc remaining within the pda while the proximal disc and waist extended into the pa, partially obstructing flow and resulting in a left pulmonary artery (lpa) velocity of 19. The physician subsequently used a snare to capture the device and attempted retrieval; however, the device could not be drawn back into the delivery system while secured by the snare. During this manipulation, the proximal portion of the device became aligned along the superior aspect of the pa. In this new position, the distal lpa velocity decreased to 12. Based on the improved hemodynamics and absence of significant flow compromise, the physician elected to leave the device in place. During follow-up discussion, the physician noted a practice of unlocking and then relocking the piccolo device prior to implantation, which may have contributed to the difficulty encountered during device release from the cable.